Event description:
Ventilator set on pcv rate 16, pc-26, pip31, baseline 14, itime 20, fi02 100%. Pt on nembex. Oxygen saturation deteriorated to 85. In the pt monitoring section of the ventilator the respiratory rate read 28 and spontaneous respiratory rate read 0. The measured tidal volume was 210 and the expiratory volume was 3.5. The sys was checked for leaks since the therapist felt the machine was auto cycling, but could not determine the cause. The ventilator was changed to a hamilton veolar & the frequency was increased to 18. Monitored pip was 36, tidal volume was 720, and expiratory volume was 11.4. Oxygen saturation improved to 97. The ventilator was checked by biomed & a crack was found on the back side of the fisher paykel humidification chamber.